Manufacturer narrative:
The devices were not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information, the cause of the reported single leaflet device attachments (sldas) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment. This research article was a retrospective study designed to evaluate the effectiveness of transcatheter edge-to-edge repair (teer) for atrial secondary mitral regurgitation (asmr). Patients with symptomatic mitral regurgitation (mr) underwent teer with the mitraclip from (B)(6) 2010 to (B)(6) 2021. Complications identified in the study included: unchanged/recurrent/worsening mr, single leaflet device attachment (slda), re-intervention, hospitalization and death due to sepsis or bleeding. In conclusion, the findings suggest that teer with the mitraclip system is a safe and feasible approach in patients with asmr. Details are listed in the attached article titled, "transcatheter edge-to-edge repair for atrial secondary mitral regurgitation". No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient deaths and patient effects reported in the article are captured under separate medwatch report numbers. Article titled, "transcatheter edge-to-edge repair for atrial secondary mitral regurgitation."